Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through an unspecified baxter elastomeric pump. The expected therapy time was 48 hours; however, it was observed that the device had not delivered any of the medication dose as the valve was discovered to be closed. There was no patient injury or medical intervention associated with this event. No additional information is available.